Event description:
It was reported that the physician requested support as the patient heard this subcutaneous implantable cardioverter defibrillator (s-ICD) emitting beeping tones. The device data was sent to technical services (ts) for review. Ts discussed the device recorded several magnet applications and a stored episode showing noise oversensing. The magnet detections stored mean the patient may have been close or in contact with a magnet, and this may cause tachy therapy to be disabled. It was recommended to investigate what the patient was doing at the time of the magnet application to better understand and avoid this situation. In addition, troubleshooting steps were provided. The s-ICD remains in service. No adverse patient effects were reported.